Event description:
The consumer alleges the back left wheel fell off, causing the chair to tip over. The rescue squad was called. The consumer allegedly sustained a severe contusion of the abdomen wall and left stump.

Manufacturer narrative:
Consumer alleges severe contusion of the abdominal wall and bilateral left stump. Consumer alleges back left wheel fell off wheelchair. Chair was approx 6 months old. Maintenance history is unk. Product has not been returned for an eval, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Manufacturer narrative:
Consumer alleges severe contusion of the abdominal wall and bilateral left stump. Consumer alleges back left wheel fell off wheelchair. Chair was approximately 6 months. Maintenance history is unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction. (B)(4) = (B)(4) was issued for the return of the wheel chair. The wheel chair model is m61 pronto sn (B)(4). The wheelchair received on the RMA was (B)(4). The reason why there is a discrepancy in the serial numbers is unknown. The wheel chair was evaluated on (B)(4) 2011. The wheel chair has all wheels intact. There were no wheel issues found. However, during the evaluation a hole in the joystick cable was found and the cable had been disconnected at the joystick. The chair was poorly maintained and had considerable wear and tear. A functional test with a known good joystick cable showed that the unit performed as expected. It is unknown if the wheels on the chair have been serviced or if the consumer provided incorrect information regarding the wheel falling off. Initial remedial action provided the consumer with a loaner wheel chair.

Event description:
The consumer alleges the back left wheel fell off, causing the chair to tip over. The rescue squad was called. The consumer allegedly sustained a severe contusion of the abdomen wall and left stump.